Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the permanent implant procedure, the physician was unable to implant the lead due to the presence of blood and veins near the location where the lead needed to be placed. Reportedly, the physician performed a laminectomy and abandoned the case thereafter. No product was implanted or used.